Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with redness and wound drainage post operative of a routine change out procedure. Wound de hiscence and pocket infection were noted. An echocardiogram was performed and tylennol and taroadol were administered orally and ancef was administered intravenously. The implantable pulse generator (ipg) was explanted and replaced. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.